Manufacturer narrative:
The complaint sample was returned incomplete to greatbatch for evaluation and the reported event was not confirmed. Visual inspection revealed signs of wear and material deformation but did not reveal any bend in the shaft of the complaint sample. A manufacturing review revealed no discrepancies. The cause of the reported event is unknown as no failure was detected. Date greatbatch was made aware of the complaint. It was discovered during review of malfunctions leading to previous adverse events that this complaint was not filed via emdr for the straight reamer handle power adaptor becoming bent/deformed during surgery. The appropriate correction has been implemented to ensure this malfunction will be filed via emdr accordingly. Complaint information provided by (B)(4).

Event description:
It was reported during an unknown patient procedure the straight reamer handle shaft was bent. The procedure was completed with another device. No adverse events were reported as a result of the malfunction.